Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be incorrect therapy settings selected. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The latest labeling revision was reviewed. The instructions for use (IFU) currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The IFU were found adequate and states the following: "hypothermia therapy is initiated and managed, and patient temperature is automatically controlled to a set target temperature from the cool patient and rewarm patient windows in the hypothermia therapy screen. The cool patient window displays the cooling phase patient target temperature and the length of time remaining in the cooling phase of the hypothermia therapy. The rewarm patient window displays the rewarming phase patient target temperature and the length of time remaining in the rewarming phase of the hypothermia therapy. To initiate hypothermia therapy: from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 1. Cool patient settings ¿ the default patient target temperature and duration will display in the cool patient window. ¿ to modify the patient target temperature and duration, press the adjust button to display the cool patient-adjust window. ¿ cool patient to: use the up and down arrows on the left side to set the desired patient target temperature to cool the patient cool patient for: use the up and down arrows on the right side to set the cooling duration to cool the patient before rewarming begins. ¿ press the save button to save the new settings and close the cool patient-adjust window" UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed caller states the nurse educator on the nicu has a few questions about a case they recently had and was going to meet with them soon. Biomed wanting to know if they could call this number to discuss. Biomed states from what they understood, when the cooling was completed, the arctic sun device did not automatically switch to rewarming and the nurses had to manually adjust the target. Confirmed with biomed the nurse educator could call us to discuss. Explained it is difficult to troubleshoot when not in real time on the patient. Discussed if the therapy was set up incorrectly in normothermia, then there was no cooling to rewarming flow and could potentially be the reason why they had to adjust the target. When in hypothermia, once the cooling duration is complete, the device would either automatically or manually begin rewarming depending on settings. If rewarming was set to begin manually, the device would alarm to notify the nurses cooling was complete and then they would manually need to select start for rewarming. Informed biomed we would recommend downloading the case data to review what happened. Biomed states they had talked to our tech support and they informed them to download the case data on a flash drive and email it to them for review so they would do that as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed caller states the nurse educator on the nicu has a few questions about a case they recently had and was going to meet with them soon. Biomed wanting to know if they could call this number to discuss. Biomed states from what they understood, when the cooling was completed, the arctic sun device did not automatically switch to rewarming and the nurses had to manually adjust the target. Confirmed with biomed the nurse educator could call us to discuss. Explained it is difficult to troubleshoot when not in real time on the patient. Discussed if the therapy was set up incorrectly in normothermia, then there was no cooling to rewarming flow and could potentially be the reason why they had to adjust the target. When in hypothermia, once the cooling duration is complete, the device would either automatically or manually begin rewarming depending on settings. If rewarming was set to begin manually, the device would alarm to notify the nurses cooling was complete and then they would manually need to select start for rewarming. Informed biomed we would recommend downloading the case data to review what happened. Biomed states they had talked to our tech support and they informed them to download the case data on a flash drive and email it to them for review so they would do that as well.